Event description:
A customer reported observing biased glucose and cholesterol results for pt samples. Biased results of this magnitude may result in inappropriate physician action. There was no report of pt harm as result of this event.